Manufacturer narrative:
As received, a complete lead was returned in one piece. Analysis was completed. The helix mechanism issue was isolated to the lead helix being found clogged with dried tissue/blood. The lead was otherwise normal.

Event description:
New information received notes that high capture threshold, lead impedance issue were observed on the ra lead. Intermittent sensing was observed on both ra and rv leads.

Event description:
Related manufacturer reference number: 2017865-2021-32722. It was reported that right atrial (ra) lead dislodgment and lack of right ventricular (rv) lead slack due to twiddler¿s syndrome were observed. During lead replacement procedure, the rv lead was dislodged. Failure to retract lead helixes were also observed on both ra and rv leads. The leads were explanted and replaced. The patient¿s condition was stable.